Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that he had changed the battery yesterday but for some reason it is powering off. Caller has changed it again and now it has come up. Customer's blood glucose was 120 mg/dl. Customer was using a duracell battery. Caller stated that the battery compartment was neither damaged nor corroded. Caller stated that the display returned. Caller stated that they had to tighten the cap to get the pump to come on. Caller was advised to monitor the pump. Caller was advised that a replacement battery cap will be shipped as a courtesy.